Manufacturer narrative:
The customer clarified that the questionable result was not reported outside of the laboratory. Qc was acceptable. There is no indication of an issue. Based on the sample foam images provided, the gripper appeared to be clean and free of dust, however, the sample foam images provided were not from the day of the event or for the affected test (troponin t hs). Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample tested on a cobas e 801 analytical unit. The initial result was 54.5 ng/l. The first rerun result was 72.4 ng/l. The second rerun result was 54.0 ng/l. On (B)(6) 2024 the third rerun result was 53.2 ng/l